Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and error code 46446 was verified. The device was visually inspected. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to the downstream occlusion. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device constantly alarms downstream occlusion. There was no reported patient involvement.